Manufacturer narrative:
Field service engineer (fse) went on site to evaluate and repair the issue. Fse replaced the disinfectant pump head and machine hoses. Fse also replaced the lid gasket and sensor covers. Equipment was repaired and verified according to original equipment manufacturer instructions. Software attributes have been verified and confirmed. Equipment passed the electrical safety test evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device was leaking an unidentified material referred to as oil. The customer did not know the source of this material. There is no reported harm to any patient. A field service engineer (fse) went on site to evaluate the issue. The fse found that there were black flakes in the device.

Manufacturer narrative:
This supplemental report is being submitted to provide this information.

Event description:
Addendum apr 26, 2022: the facility nurse mistakenly reported the incident as an oil leak from unknown source. Actual issue was a water leak from the gasket lead. Olympus field service engineer has replaced the gasket and the device is working fine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the hoses in the subject device had been repeatedly used for the long term without repair. Then the inner wall of the hoses became peeled off as minute particles and appeared as black material during reprocessing. Olympus will continue to monitor field performance for this device.